Manufacturer narrative:
The dentist reported a patient with diabetes type ii had implant failure to osseointegrate after clinical procedure. The patient had bone type ii quality and experienced general bone loss, but he was doing fine. The dentist did not know the patient's ethnicity and race. Product investigation and DHR review are pending. A follow-up report will be completed when the results become available.

Event description:
It was reported implant failure of osseointegrate after clinical procedure. The patient experienced general bone loss, however, he was in satisfactory condition. He had bone type ii, and diabetes type ii but it was under controlled.

Manufacturer narrative:
Corrections: UDI information added. This is na due to the mfg date. Updated codes (B)(6). (B)(6). The device investigation has been completed and the results are as follows: DHR results: the returned implant was evaluated visually and in comparison with the DHR. No evidence indicaes that the failed implant was defective as packaged. The part met all the critera required in the production router. No defect or non-conformity was observed and there was no evidence found to indicate that the reported issue was caused by the device itself. Returned sample: the returned implant was visually inspected and verified to be an inclusive tapered implant 5.2 mmd x 8 mml x 4.5 mmp using the radiographic template. The implant was attached to a cover screw. No defect or non-conformity was observed. Root cause: although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration.

Event description:
It was reported that the inclusive tapered implant failed and loss osseointegration. The patient bone grade is not noted. The patient has a medical history of diabetes that is controlled. The patient presented on 3/3/16 for initial procedure on tooth #19. The patient returned on 5/31/16, upon examination the provider notes a loss of osseointegration. It was at that time that the device was removed. There was general bone loss as noted by the provider. No implant placement in previously/simultaneously grafted site. No serious injury and patient status was satisfactory. There was no abnormal with the implant itself.